Event description:
Patient alleged that their blood glucose meter charger melted into the meter itself while connected to the device. No injury or property damage was alleged and no medical attention was required.

Manufacturer narrative:
Inspection of the returned materials confirmed that the plastic and glue on the usb-c connector of the charger melted into the device charging port causing it to become stuck. Apart from melted material in the charging port, the returned meter and battery showed no other evidence of damage or malfunction. The cause of the alleged melting was found to be overheating of the usb-c connector. Patient was issued a replacement device.